Event description:
It was reported that the atrial lead had high impedance and high thresholds. It was noted that the atrial lead also had low sensing values at times. The patient is to be sent to an electrophysiologist for evaluation. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the atrial lead had high impedance and high thresholds. It was noted that the atrial lead also had low sensing values at times. The patient is to be sent to an electrophysiologist for evaluation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for minimum and maximum atrial pace bipolar impedance equal to 494 to 4047 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.